Event description:
Following a laparoscopic anti-reflux procedure, a pt experienced saliva/mucous buildup in the mouth leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred on (B)(6). Saliva/mucous buildup symptoms were noted by pt as of (B)(6) 2013 occurring typically 3 times per weeks. Uneventful device explant on (B)(6) 2014.